Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump reservoir compartment was damaged. The blood glucose was not provided at the time of the incident. The reservoir is not able to lock into the pump on its own. The customer also reported having battery issues and rewinding anomalies. Troubleshooting was not provided. The insulin pump will not return for analysis.